Event description:
Customer reported a failure code 812:02. Customer reported there were no pt injuries or medical intervention associated with this report. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
The device was evaluated at a baxter svc ctr. The reported condition of failure code 812:02 was confirmed. During inspection of the device, the tech found the pump head module on channel c to be non-functional which caused the failure. The pumphead was replaced and the device was returned to the customer fully operational. Review of the complaint history reveals simialr reports have been rec'd for this product for the reported issue. Notification of this issue was sent to customers on 12/13/2005.